Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a mildly tortuous mid left anterior descending artery stenting procedure, after predilatation, the 2.75x38mm xience prime failed to cross the moderately calcified lesion and during attempts to cross, the proximal shaft separated. The system was removed without issue. There was no adverse patient sequela and no clinically significant delay in procedure. The patient was taken to surgery for treatment of the stenosis. There was no additional information provided.